Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusion alarms. The customer' experienced blood glucose (bg) levels between 439mg/dl and 600mg/dl range. Correction boluses were delivered and manual injections were administered to address the bg levels. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.